Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report inconsistent and high blood glucose (bg) readings. The user reported receiving bg readings of 164 mg/dl, 199 mg/dl, and 328 mg/dl from his dario meter within a minute of each other. The user mentioned that his average bg reading for the past month was 112 mg/dl.